Event description:
It was reported that the customer's insulin pump was squirting out insulin during priming, while the customer was not wearing the insulin pump. This was stated to have happened three times. The customer's blood glucose was 302 mg/dl. It was found that the reservoir was not removed while rewinding and priming, and it was explained to the customer's father that the any time one rewinds the insulin pump, the reservoir would need to be removed as this could be cause issues. Troubleshooting was performed for high blood glucose and air bubbles were found in the infusion set. A manual prime was performed and insulin did exit the tubing. It was advised that the customer change out the infusion set, reservoir and insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.